Manufacturer narrative:
The device was received by resmed and an evaluation revealed the touchscreen would not calibrate and non-return valve (nrv) was defective. The top case and nrv were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation revealed the touchscreen would not calibrate and non-return valve (nrv) was defective. The top case and nrv were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the nrv was faulty/defective and the touchscreen issue was due to a manufacturing defect. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During device evaluation, the non-return valve (nrv) was determined to be defective. There was no patient harm or serious injury reported as a result of this incident.